Manufacturer narrative:
Lead model unknown, lot # unknown, implanted: (B)(6) 2005, explanted: na; lead model unknown, lot # unknown, implanted: (B)(6) 2005, explanted: na; extension model unknown, lot # unknown, implanted: (B)(6) 2005, explanted: na; extension model unknown, lot # unknown, implanted: (B)(6) 2005, explanted: na.

Event description:
It was reported that the patient had a cardioversion procedure performed on (B)(6) 2011, due to atrial flutter. The patient's implantable neurostimulator was turned off prior to the procedure. After the procedure was completed, the patient lost therapeutic benefit. A power on reset (por) condition was, subsequently, encountered. The por was cleared and the patient's device was reset to the "normal settings." The patient received "good outcomes and was fine." The device battery voltage was at 2.52 volts. A device replacement was to be scheduled "in the near future."